Event description:
The customer's pump alarmed. The set was changed. Advised the customer of need to troubleshoot the device. Troubleshooting was performed. In addition, a fixed prime test was completed. The customer indicated that the sets are changed every three days and no scar tissue found. Instructed the customer to change the entire set. During the call the customer was hospitalized for high bgs. Bgs were treated.